Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an operational failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the v60 ventilator had an operational failure. The se noted that the touchscreen needed to be replaced. It was later confirmed that there was a misalignment in the touch position. A calibration was performed, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing, they are factors that verify a functional and good working touch screen, this investigation has resulted in a no fault found."